Manufacturer narrative:
On june 28, 2021, mentor received the following additional information: the patient was also diagnosed with breast hypoplasia, breast asymmetry, and bilateral breast capsular contractures (baker grade unknown). During the revision surgery on (B)(6) 2021, the patient underwent bilateral breast capsulectomies, bilateral explantation and bilateral replacement with the following devices: (right) 425cc mentor smooth round spectrum saline catalog: 3501470 lot: 7626114 sn: (B)(6) and (left) 425cc mentor smooth round spectrum saline catalog: 3501470 lot: 9505447 sn: (B)(6). Lastly, the implants were disposed of by the user facility and are no longer available to be returned. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast hypoplasia, breast asymmetry, material rupture manufacturer¿s reference number: (B)(4). Complications on the left breast will be reported under mrn: 1645337-2021-07868. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 225cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-procedure. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.